Event description:
It was reported that the power cord had exposed wires. Additional info has been requested from the account.

Manufacturer narrative:
The device was evaluated by the MFR, the exposed wires will be caused by damage to the cord from mechanical force of being run over by heavy objects, damage by sharp objects or excessive strain on the cord from being pulled. The cord was replaced and returned to service after passing performance and safety tests.